Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m119976 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m119976, test base part number 190-430 / lot: m119976 the lot met the required release specifications. A review complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot m119976 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. Reference manufacturer's report numbers: MFR's: 1221359-2021-00459, MFR's: 1221359-2021-00461, MFR's: 1221359-2021-00462, MFR's: 1221359-2021-00463, MFR's: 1221359-2021-00464 and MFR's: 1221359-2021-00465.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients . This MFR. Report addresses patient two (2) of seven (7). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6)2020 on a nasopharyngeal flocked swab. The nasopharyngeal swab was used per the product insert instructions. Confirmation testing using cepheid and qiastat platforms, generated negative results. ( CT value not provided). The customer confirmed there was a delay in test results. No additional patient information was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.